Manufacturer narrative:
The qcs meet acceptance criteria. There have been no further issues reported. The test strips were requested for investigation. No material was received. The retention material measurements fulfill the requirements and meet all specifications. No false-negative leukocyte results were obtained. The event is consistent with a sample that is not stored correctly or measured within two hours, due to cell lyse falsifying the microscopy results. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was a complaint of a questionable leukocyte result for 1 patient tested with a urisys 1100 urine analyzer serial number (B)(4). The questionable result was not reported outside the laboratory. The patient¿s initial meter result was negative. The customer looked at the sample under the microscope and saw approximately 20 - 30 white cells. The customer reran the same sample, same strip vial on the meter, and got a result of 2+ or 500 leu/ul. The timing between tests was within 15 minutes. The sample type was urine.